Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise in alternate vector which was oversensed and resulted in an inappropriate shock. Noise was able to be recreated in clinic, however was not sensed by the device. Review of previously stored episodes found another inappropriate shock had been delivered due to t-wave oversensing in the primary vector. An x-ray was performed with no anomalies noted. The sensing vector was reprogrammed to mitigate further oversensing. No adverse patient effects were reported.